Event description:
Customer svc mgr reported the facility is using northwood lancets with the ultimate lancing device and the lancets are hitting the side of the lancing device or are sticking out beyond the cap of the device. No adverse event is reported. Return of the suspect lancing device was requested. The device was not returned to the MFR for investigation.

Manufacturer narrative:
No conclusion may be made regarding this malfunction as the device involved in the complaint was not returned.